Event description:
It was reported that during the procedure the subject guidewire got stuck in the hub of the microcatheter due to resistance and the hydrophilic coating was found to be damaged. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the subject guidewire got stuck in the hub of the microcatheter due to resistance and the hydrophilic coating was found to be damaged. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject guidewire got stuck in the hub of the microcatheter due to resistance and the hydrophilic coating was found to be damaged. (How damage is unknown.) Additional information received indicated that the dispenser hoop was flushed before removing the subject guidewire and the guidewire was shaped at 45 degrees. There are a number of potential causes for reported event, including damage to the subject guidewire during removal from the dispenser hoop, damage to the hydrophilic coating or guidewire tip during shaping, however this cannot be definitively determined. As the device was not returned for analysis, and a review of all available information fails to indicate an assignable cause, an assignable cause of undeterminable will be assigned to the reported event.